Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a "LO" (Below 40 mg/dL) lower scan result on the ADC device compared to an unspecified reading obtained on the healthcare professional (HCP) Meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dL per minute). The customer experienced unspecified symptoms and was unable to self-treat. As a result, the customer was seen at the hospital and had contact with an HCP who obtained a 200 mg/dl glucose test and provided IV electrolytes for treatment. There was no report of death or permanent impairment associated with this event.Reportedly, a glucose reading by ADC device sensor scan of 48 mg/dL was compared to a blood glucose test performed on the HCP meter with a result of 200 mg/dL, which when the provided results were plotted on a Parkes Error Grid, fell into the "C" zone showing the difference in values to be clinically significant. The length of ADC device was 7 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.